Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, implant broke in half. The titanium separated from the other part. No patient symptoms or complications were reported due to this event.

Manufacturer narrative:
Additional information: product analysis: visual and microscopic review confirms implant fracture. Both of the ¿ears¿ of the -03 component have been broken off. The broken ears were not returned for analysis. Fracture surface analysis consistent with brittle overload. In it's as returned state, the nose of the implant would not have been fully closed. It is not known if the implant was in this position when there was an attempt made to install the spacer. If the implant is not fully closed the peek portion can be pushed upward causing the ears to break off during implantation. If information is provided in the future, a supplemental report will be issued.